Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 16 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "in the interventional radiology room for a gastrostomy tube insertion: when the radiologist pushed the introducer, the wire of the 2 anchors broke (cut at the wire-anchor head junction). The other 2 unused anchors in the kit also appear to be weak". Per additional information received on 17may2025, ¿the procedure was successfully completed, with increased vigilance required of the department after the intervention.¿ there was no need for a second intervention. The patient died of respiratory distress. Per additional information received on 6jun2025, "the patient's death had nothing to do with the gastrostomy procedure."

Manufacturer narrative:
The device history record for the reported lot number, 30335217, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample provided was evaluated confirming all three of the sutures exhibited damage. The overall length of suture (from t-bar to knot) is 5.75 inches while the overall length passed the overhand knot is .27 inches. The t-bar component appeared to have some suture left on one end. Root cause could not be determined. All information reasonably known as of 19-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.